Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer complained about running out of reservoirs due to having to change the infusion set and reservoirs. Customer reported that she experienced high blood glucose of 556 mg/dl. Customer stated that she had blood at insertion site with the first infusion set. Customer changed the set and when getting to the restaurant her blood glucose was high; she changed the set again and notice the cannula was bent. Then with the new one she received a no delivery alarm. She suspended the insulin pump and treated with manual insulin injection. Customer stated that she took 3 shots blood glucose is down to 224 mg/dl. During troubleshoot customer stated that the insulin did not exit the tubing at fixed prime. Manual prime performed successfully. Nothing further reported.